Manufacturer narrative:
Investigation of the system log files did not yield any additional information that could confirm any inaccuracies, and there was no indication of system malfunction during the surgical procedure. Multiple attempts to obtain a standing long leg x-ray to evaluate and confirm the alleged problem were unsuccessful. This case was the surgeon's first use of the system. Not returned to manufacturer.

Event description:
Following a knee arthroplasty, the two week post-operative x-rays showed the knee to be in varus. No additional information is available to further investigate the event, and there is no indication that any medical intervention was undertaken to correct the alleged issue with the patient hip-knee-ankle (hka) alignment.